Event description:
The recipient is reportedly experiencing skin flap breakdown at the implant site and behind the ear. The recipient was recommended an off the ear processor and gauze under the headpiece for 2 weeks. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding treatment, recipient status, and revision surgery were unsuccessful. This is the final report.